Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the handpiece was overheating even its not rotating prior the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that overheating was not confirmed. Temperature test results are the following: point 1(118f max.) : 87.0 f point 2 (118f max.) : 87.5 f point 3 (118f max.) : 83.4 f based on the above test results, the temperatures are below threshold. Additional findings includes corroded collet and dented connector. Motor cable assembly was found faulty and was replaced. The device was sterilized and cleaned. Replaced all corroded, rusted and damaged parts. Replaced all mandatory spare parts. The device has been successfully tested according to manufacturing specifications. Post repair temperature in fahrenheit: point 1(107f max.) : 93.4f point 2 (107f max.) : 96.5f point 3 (101f max.) : 90.7f if information is provided in the future, a supplemental report will be issued.